Event description:
A malfunction code, identified as malf 12, was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. The issue was resolved after cts provided the customer with information to reset the pump, which the customer performed successfully, preventing any recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurred.